Event description:
The manufacturer received information alleging the device failed calibration. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During evaluation, the device powered on and operated as it should. The device failed the test for oxygen low flow. The active exhalation control module required replacement to address the failed low oxygen flow issue. However, no repairs were completed because the device was scrapped.